Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high pacing impedance and a loss of capture were noted on the left ventricular (lv) lead. A dislodgement of the lv lead was suspected. The device was reprogrammed to have right ventricular simulation only. The patient was stable and will continue to be monitored.